Event description:
Acudose top drawer keeps making a "cabinet error" message. The message was cleared and the drawer still did not open at all. Nurse called the company. A problem with the drawer is additional pockets are "green" which means they can be opened and thus the medication is available in the pockets. This has been an on-going problem.